Event description:
CleanGuide guidewire bent at a 90° angle while inside the patient during an EGDprocedure. Procedure was aborted. Physician found a small esophageal perforationand pneumomediastinum. Patient has been admitted.